Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 181 mg/dl; cause was unknown. Customer was treated with insulin, distribution method was not provided, which resolved the issue with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.